Event description:
Patient (pt) called back on (B)(6) 2025 and said that they got replacement equipment but are now seeing a software problem screen with details: 1-intellis 2-3.6 3-243 4-wf_port. Resetting controller fixed the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per additional information from patient and technical services (pats). Upon further review, software problem screen should have read: 1-intellis 2-3.6 3-243 4-qf_port.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they were having trouble keeping the controller charged. Patient stated the implant battery would last maybe a day and a half and the setting would be at 2.2 but the implant charge use to last 4-5 days. The issue began 6 months ago. Agent instructed patient to check for damage, no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Agent walked patient through resetting controller; controller did not power on but there was a green light on the ac power supply. Patient re-insert the li battery pack and controller powered on. Controller showed 60% and implant red but there was no green light on the controller. Patient denied any error messages/codes. The issue was not resolved. A replacement controller was sent out. No symptoms were reported.